Event description:
It was reported that the patients bi-v implantable cardioverter defibrillator (ICD) reached elective replacement indicator (eri) earlier than anticipated. The device was removed and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the device was returned and analyzed. Analysis of the device revealed normal battery depletion. Concomitant medical products. Model: 419688, lead; implant: (B)(6) 2010. (B)(4).